Event description:
It was reported that this deep brain stimulation (dbs) system was explanted due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported.

Event description:
It was reported that this deep brain stimulation (dbs) system was explanted due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported. Additional information was received that this deep brain stimulation (dbs) system was explanted due to elective replacement due to battery received elective replacement indicator message. The patient is doing well post operatively and the device will not be returned as it was disposed per facility.